Event description:
The da vinci large needle driver cable broke during the procedure. The device was removed from the patient and the sterile field. There was no evidence of patient injury. This is a multi-use item, and it was the first time this device had been used.====================== manufacturer response ======================the device was given to the business office to contact the rep and have the device replaced.